Event description:
A caller reported a cartridge alarm 30 with the pump, noting that the issue did not cause their blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer had experienced similar cartridge alarms previously, and as a solution, technical support opted to replace the pump. The customer was informed they would receive a pump with updated software and was provided instructions on how to handle the transition, including how to store the pump and return the problematic device using a pre-paid label. The customer acknowledged all guidance provided by technical support.